Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without patient complications. This device remains implanted. Therefore, no failure analysis will be available. Co's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary embolus... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter."